Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy due to improper implantable cardioverter defibrillator (ICD) detection of ventricular tachycardia (vt) being detected as supra ventricular tachycardia (svt). The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to pr logic. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient appeared to be in a sinus tachycardia and the device inappropriately treated the episode with anti-tachycardia pacing and cardioversions. The device was reprogrammed and remains in use.